Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported nano system blood glucose results of 58 mg/dl and 94 mg/dl within 10 minutes. Caller reported a second, separate comparison of nano system blood glucose results of 58 mg/dl and 121 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This section has been updated because the original emdr was sent with an incorrect become aware date.